Event description:
It was reported to the manufacturer that the vns patient was sent to generator replacement surgery due to end of service. When the new model 103 generator was connected to the old lead body and system diagnostic test was performed, a low lead impedance reading was received. The connector pin was reinserted and system diagnostic test was re-performed resulting in high lead impedance. Then, a generator diagnostic test was performed on the new generator which showed proper device function ruling out the new generator as the contributory factor. The old lead pin was re-inserted into the new generator and ensured that it was visualized past the connector block. A system diagnostic test was re-performed on the generator with the old lead body and the test continued to show high lead impedance. The neurosurgeon then decided to replace the lead body as well. The patient therefore went through a full revision surgery. Diagnostic tests performed on the patient's device in 2006 revealed proper device function. It is unknown if there was any patient manipulation or trauma at the device site that may have caused or contributed to the reported event. Good faith attempts to obtain additional information regarding the reported event and the explanted products for analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.